Event description:
Initial notice reported the pump was not functioning properly. The rptr felt the problem to be a programming issue rather than a technical problem, but wanted the pump checked. Further investigation of the description of the incident found a record of alleged overinfusion. It was reported there was an overinfusion of +5.2ml in 24 hrs and 13.6ml in 48 hrs. Use of the pump was discontinued and the pump was returned for an accuracy check. There was no pt injury reported for this incident.